Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2898 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the obstetrics and gynecology department for endometrial cancer on (B)(6) 2020, and underwent laparoscopic total hysterectomy + pelvic lymph node dissection on (B)(6). Chemotherapy was required after the operation. In order to ensure the safety of the patient¿s static treatment, after communicating with the patient and family members, it is recommended to install PICC tubes. Before the tube placement, the patients and their families have been explained to the patients and their families about the possible problems and risks of the tube placement. The patients¿ family members signed the PICC tube placement informed consent form and went to the department of oncology on (B)(6) PICC puncture catheterization. After the catheterization, 3 times of chemotherapy were performed in our department, and the PICC tube was normal. During the indwelling period, the patient had catheter maintenance in the PICC clinic of the oncology department of our hospital, and no abnormalities were found. However, the patient did not strictly follow the PICC maintenance requirements, and came to the hospital for catheter maintenance at 7-day intervals. On (B)(6) 2021, when he was re-admitted to the hospital for routine catheter maintenance, the nurse drew back the blood unobstructed, but found that there was fluid leakage from the patient's puncture point during positive pressure flushing, and immediately reported to the head nurse and contacted the oncology catheterization nurse at the same time. Considering that there may be a small crack in the PICC pipeline, we instructed to slowly withdraw the tube to observe the situation of the pipeline. During the withdrawal process, it was found that the PICC catheter was located at a distance of 4-5cm from the puncture port. The tube was cut from the top of the slit, and the patient was informed that after the tube was cut, a chest radiograph was required to determine the position of the catheter before use. The patient and family members refused to perform the chest radiograph again, and strongly requested extubation, so the PICC catheter was removed according to the doctor¿s instructions. After the removal, the PICC pipeline was checked intact. The patient did not complain of discomfort, and there was no redness, swelling, or exudate at the puncture site.